Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing did this occur? First. On this firing, did the device staple? Yes. If yes, was the staple line complete? Yes. On this firing, did the device cut? Yes. If yes, was the cut line complete? Yes. Did any pieces fall into the patient? No. If yes, were they removed? Will all pieces be returned with the device? Not sure, packed when I picked it up. The analysis results found that the (B)(4) device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when firing, the handle of the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.